Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white (wpw) ablation procedure with a carto® 3 system and a map shift issue occurred with no error message, no patient movement and no cardioversion. There was a map shift on the carto® 3 system and there were no error messages displayed. They created a new map and they were able to complete the case. They did not do cardioversion and the patient did not move. The reporter states it was a significant move. There was no patient consequence reported. Additional information was received on the event. The shift was noticed during mapping. The approximate difference in catheter location was 1.5-2 centimeters. The event was assessed as a MDR reportable map shift issue that did not have an error message, no patient movement and no cardioversion.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 27-feb-2022. It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white (wpw) ablation procedure with a carto® 3 system. There was a map shift on the carto® 3 system and there were no error messages displayed. They created a new map and they were able to complete the case. They did not do cardioversion and the patient did not move. The reporter states it was a significant move. The shift was noticed during mapping. The approximate difference in catheter location was 1.5-2 centimeters. There was no patient consequence reported. The bwi field representative spoke with the bwi representative about this issue. The bwi representative requested the bwi field representative documentation of the issue only. Reported issue was investigated by the device manufacturer. The data related to reported issues was provided to the device manufacturer. It was found that the map shift occurred due to patient movement. The system is operational. The history of customer complaints reported during the last year associated with carto 3 system # 10339 was reviewed. A manufacturing record evaluation was performed for the system # 10339, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).